Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
The customer reported that during a patient procedure, using an unknown verathon product, there was a report that the unit is flickering/jumpy. No other information was provided from the customer.